Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber / cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt on detritus and devitrification of the cap output window was also observed. Both caps remain intact and attached. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also cause forward-firing. The most probable root cause of the device failure was determined to be best accumulation due to tissue contact and or anatomical / procedural factors encountered during the procedure.

Event description:
It was reported that at 131,105 joules of use during a prostate procedure, the beam of the side-firing surgical fiber was observed to be flashing and the laser system went into stand by mode multiple times. The case was completed using a second filter. There was no report of injury.